Event description:
It was reported that the patient was implanted in (B)(6) 2022 who had been seizure-free for over a year but developed unexplained dizziness. Medication changes did not alleviate symptoms. Cardiac evaluations were largely normal, aside from one instance of tachycardia, and a holter monitor identified a single episode of sleep-related bradycardia. The physician suspects hypotension potentially related to vagus nerve overstimulation and initiated treatment with fludrocortisone. No other relevant information has been received to date.